Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch verio iq meter was displaying an ¿other¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue started ¿mid june¿. The patient manages his diabetes with oral medication, diet, and exercise and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, the patient reported symptoms of ¿nausea¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue was not resolved with troubleshooting.